Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was slower during rewinding, had cracks near battery compartment and depleted battery life. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump had no delivery alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device had broken battery tube threads. (B)(4).